Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the ultrasound bronchofibervideoscope the image failed at cecum gastroenterologist guided scope out with only intermittent imagery. The issue occurred during the procedure and the procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was evaluated by a field service engineer and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that intermittent image occurred due to charged coupled device unit was damaged during user handling the event can be prevent/detected by following the instructions for use which state: inspection of the endoscopic image. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports the procedure was a colonoscopy.